Event description:
During use of candela v beam laser the machine made a crunching noise at the time the laser fired. This caused a large hemorrhagic area on the face at that point. The machine failed to operate after. Svc person was here the next day. Pt seen today with erosion and potential for scar.